Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user fell on the stairs and hit his head. Afterward, the recipient was no longer able to hear with the device. Re-implantation is scheduled.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
It was reported that the user fell on the stairs and hit his head on (B)(6) 2018. Afterward, the recipient was no longer able to hear with the device. Prior to the incident the recipient was doing quite well with it. The recipient was re-implanted.